Manufacturer narrative:
Device eval by MFR: the device was received and analysis was completed. The returned product consisted of a trueselect 175cm microcatheter. The device was visually and microscopically inspected for any damage or irregularities. The device showed damage in the form of 2 kinks located 175.5cm and 178cm from the hub. A .014 test guidewire was inserted into the lumen of the device and the wire transcended through the device with no hesitations or restrictions. Fluid was injected through the hub end of the device and the fluid dispersed from the tip. There were no indications of any holes in the devices shaft. Device analysis determined the condition of the returned device was partially consistent with the reported information.

Event description:
It was reported the guidewire punctured through the catheter and the procedure was cancelled. A 175cm truselect catheter was selected for a prostate artery embolization procedure. During the procedure it was noted that the catheter was kinked and the wire was going through the sidewall of the catheter at the kink. The physician attempted to pull the catheter back and then removed the catheter and noted the kink. They did not have another catheter to complete the procedure, so the case was cancelled and rescheduled. No patient complications were reported.

Event description:
It was reported the guidewire punctured through the catheter and the procedure was cancelled. A 175cm truselect catheter was selected for a prostate artery embolization procedure. During the procedure it was noted that the catheter was kinked and the wire was going through the sidewall of the catheter at the kink. The physician attempted to pull the catheter back and then removed the catheter and noted the kink. They did not have another catheter to complete the procedure, so the case was cancelled and rescheduled. No patient complications were reported.